Manufacturer narrative:
The returned product was evaluated and the investigation found to have a hole in the soft cannula. No other defects or abnormalities were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose and insulin history is as follows: (B)(6). At 10:00 am the pod was removed and he was able to activate a new pod. The pod was worn between 4 and 24 hours on the arm.